Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly. Physio determined that the cause of the reported issue was use due capacitor, designator c181. C181 was cracked and electrically shorted.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and would not completed a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the user interface pcb assembly to resolve this issue and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a white screen and would not completed a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.